Manufacturer narrative:
Initial 1 of 8. E1: name: tandem, country: united states of america, street: 11045 roselle street suite 200, city: san diego, state: california, zip code: 92121. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient had high blood glucose and was treated with correction injection via mdi due to infusion set fell off during use on (B)(6) 2026.